Event description:
It was reported that this patient was painting and experienced a right ventricular (rv) lead safety switch (lss) due to high, out-of-range pacing impedance (>3000 ohms). The rv lead is a competitor's product. The patient was brought in-clinic where noisy signals were seen in unipolar sensing, so the physician elected to reprogram the device to bipolar sensing. Provocative maneuvers were also performed, which did not elicit changes in impedance or noise. Boston scientific technical services reviewed the device data a few days following this appointment and it was noted that another lss had occurred from the rv lead to due high impedance. Further diagnostic imaging and provocative testing was recommended to exclude lead impairment. At this time, the rv lead remains implanted and no adverse patient consequences were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient was painting and experienced a right ventricular (rv) lead safety switch (lss) due to high, out-of-range pacing impedance (>3000 ohms). The rv lead is a competitor's product. The patient was brought in-clinic where noisy signals were seen in unipolar sensing, so the physician elected to reprogram the device to bipolar sensing. Provocative maneuvers were also performed, which did not elicit changes in impedance or noise. Boston scientific technical services reviewed the device data a few days following this appointment and it was noted that another lss had occurred from the rv lead to due high impedance. Further diagnostic imaging and provocative testing was recommended to exclude lead impairment. At this time, the rv lead remains implanted and no adverse patient effects were reported.